Event description:
The patient was admitted for a procedure in early 2009 with a 90% lesion in the distal circumflex. The lesion was restenotic (previously treated with balloon angioplasty) and the vessel was highly flexed, moderately calcified and highly tortuous. The lesion was pre-dilated and a 2.5 x 18mm cypher stent was delivered to the left circumflex, but the cypher did not cross the lesion. Therefore, the cypher was safely retrieved from the patient. However, the stent struts became stuck with a non-cordis guiding catheter (location unk) during retrieval. Eventually, the lesion was pre-dilated again, and a different cypher was implanted. The procedure was successfully completed. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.